Manufacturer narrative:
After initial review of this complaint it was decided that an MDR would not be filed because the initial reporter stated that the alarm setting was "mute when done", meaning that they would not have an audible alarm when the dose finished. During a retrospective review and the device having not been returned, it was decided that an MDR should be filed because without an investigation mmdg cannot verify that all the pump alarms were working appropriately.

Event description:
The initial reporter stated that the pump "stops feeding without alarm". During a follow up call from mmdg the initial reporter stated that the pump settings were set to 'mute when done'. They also stated that there had been no adverse effect to the patient. (B)(4).